Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson dual. It was reported the system was removed on (B)(6) 2013 due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.